Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump button was stuck in on position and got alarm but button was still being pressed when it was not. Insulin pump rejected new battery and battery life was diminished. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
After battery installation, the middle keypad button did not respond to keypad presses due to flattened dome switch. Unable to perform displacement, sleep current measurement, and active current measurement tests or verify failed battery test, low battery alarms due to the keypad anomaly. (B)(4).